Manufacturer narrative:
The technician lubricated the latch and adjusted the siderail frame to repair the bed.

Event description:
Information received indicates the right intermediate siderail will not latch.